Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced tape not sticking in which infusion set was partially pulled out and remained unnoticed event on (B)(6) 2026, which led to hyperglycemia event. The patient subsequently went to an emergency room (ER) visit on (B)(6) 2026, with a length of hospitalization less than twenty-four hours. The patient's blood glucose level at time of hospitalization was 400mg/dl, and was treated with intravenous (IV) insulin drips. No further information available.